Manufacturer narrative:
The customer replaced the sample probe and cuvettes. The field service engineer performed various checks and cleaning's. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result for one patient sample with a cobas c513 analyzer. The initial result was 5.4%. The repeated result was 11.7%. The second repeated result was 5.4%. The questionable result was not reported outside of the laboratory. The reagent lot number was 55288701. The expiration date was requested but not provided.